Manufacturer narrative:
Analysis of historical records orthofix (B)(4) checked the internal records related to the controls made on the device code 50-10300 lot b1036565 before the market release. No anomalies have been found. The original lot, manufactured in 2016, was comprised of (B)(4) devices. All of them have already been distributed to the market. According to orthofix (B)(4) historical records, this is the first complaint notified from this specific device lot. Technical evaluation: a technical evaluation of the device involved was not possible as the device has not been made available (still on patient). Should the device become available, orthofix (B)(4) will finalize the technical evaluation. Medical evaluation: the information made available on the case was sent to our medical evaluator. Please find below an extract of the medical evaluations performed. On 23 february 2017: I think what may have happened in this patient is that the outside of the leg is pressed against the floor (probably carpet), and the movement has pushed the knurled knob up and then rotated it. Repetition has produced 15 mm of correction loss. It could also have happened if the patient was going up or down stairs, and the outside of the leg was pressed against the side of the staircase. As you say, it would be better if we knew the age of the patient so that we can understand the likely sequence of events. In this case the device has been used incorrectly (unintentionally). I would make the following points: there was an unintended loss of correction of 15 mm, the loss of correction required medical intervention to correct it, the incident did not occur because of an intentional action by the patient / family (e.g. Turning the knob the wrong way). It occurred because the knob(s) were accidentally turned when it was not meant to happen. If this incident had not been recognised, the patient would have ended up with an incorrect result, that might have required further intervention. On 16 march 2017: this additional information makes it clear that the patient came to no lasting harm. The equipment was all working well. The compression / distraction knob on the strut was inadvertently turned the wrong way because of some particular movements by the patient which resulted in the knob being moved by fraction with flooring material, probably carpet. This type of incident is obviously a possibility with an active child as a patient. Final comments: a technical evaluation of the device involved was not possible as the device has not been made available. Should the device become available, orthofix (B)(4) will finalize the technical evaluation. A complete medical evaluation of the case was not performed as some information about the medical procedure was not made available, i.e. Copies of the x-ray images. Based on the information available on the event, we can assume that the problem occurred is mainly attributable to the very specific use in the patient's environment, i.e. Unintentional incorrect use of the device, with movements against an object. Orthofix (B)(4) continues monitoring the devices on the market.

Event description:
The information provided by the surgeon, indicates: "I saw a patient in clinic on tuesday with the "trauma tlh". She's crawling downstairs "bumshuffling". She's noted that strut 5 (it's a right tibia) can catch on the step, unlock and turn! She's lost 15 mm of correction. I don't think there's an issue with the strut design it's just not supposed to be pushed up against an object during movement! This isn't a fault with the strut as such...it's just that she's discovered a way of defeating the locking mechanism on the strut adjustment knob! On february 10, 2017, orthofix (B)(4) received the following further information from the local distributor: hospital name: (B)(6); surgeon name: (B)(6); date of initial surgery: tbc; body part to which device was applied: right tibia (tbc); surgery description: correction; patient information: not available; problem observed during: clinical use on patient/intraoperative; type of problem: device functional problem. The complaint report form also indicates: the device failure had adverse effects on patient: loss of distraction/correction achieved further information received on march 8th, 2017 from the distributor: -lot number of the strut: 50.10300 b1036565. -patient's information (age, sex, weight, height and previous health condition): (B)(6), female, (B)(6), in good health. Date of initial surgery: tlh applied on (B)(6) 2016. Copy of x-ray images: I'm not willing to pass these on to you and I doubt my trust would give me permission to do so. Was an additional surgery required following device failure? No, the device didn't fail. Was a medical intervention (outpatient clinic) required? None, see answer above. Patient current health condition: remains in good health. What did the surgeon do when the device unlocked? Did he replace it or just locked it again? Is the strut still on patient? The gradual correct knob unlocked not the device. The device remains on the patient. (B)(4).

Manufacturer narrative:
Analysis of historical records: the device involved in this event has not yet been received by orthofix (B)(4). Unfortunately also the lot number has not been made available and therefore it was not possible to perform the verification of the historical data. Technical evaluation: a technical evaluation of the device involved was not possible as the device has not yet been received. The technical evaluation will be performed as soon as the device becomes available. Medical evaluation: the information made available on the case was sent to our medical evaluator. The medical evaluation is currently on going and will be finalized once further information and/or the outcome of the technical investigation is available. Orthofix (B)(4) has requested further information on the event, such as lot number of the item involved, patient's information, application details, copy of x-ray images, patient's current health condition. No further information has been provided so far. As soon as further information and/or the results of the technical investigation are available, orthofix (B)(4) will provide you with a follow up report. Orthofix (B)(4) continues monitoring the devices on the market.

Event description:
The information provided by the surgeon, indicates: "I saw a patient in clinic on tuesday with the "trauma tlh". She's crawling downstairs "bumshuffling". She's noted that strut 5 (it's a right tibia) can catch on the step, unlock and turn! She's lost 15mm of correction. I don't think there's an issue with the strut design it's just not supposed to be pushed up against an object during movement! This isn't a fault with the strut as such...it's just that she's discovered a way of defeating the locking mechanism on the strut adjustment knob! On february 10, 2017, orthofix (B)(4) received the following further information from the local distributor: hospital name: (B)(6) (tbc); surgeon name: (B)(6); date of initial surgery: tbc; body part to which device was applied: right tibia (tbc); surgery description: correction; patient information: not available; problem observed during: clinical use on patient/intraoperative; type of problem: device functional problem. The complaint report form also indicates: the device failure had adverse effects on patient: loss of distraction/correction achieved. No further information was provided. (B)(4).